Event description:
(B)(4).

Manufacturer narrative:
Maquet cardiopulmonary has requested the product back. However the sample could not be received since the product was not available. Despite 3 reminder, no information was received about the exact point of the leakage. Device history record could not be reviewed since the serial number and the lot number of the oxygenator is missing. The information received about the failure has been shared and reviewed internally. It is decided that the information obtained so far in this investigation is not sufficient to confirm the failure and find the root cause. Therefore the failure could not be confirmed. The reported failure did not contribute to death or serious injury. The occurrence rate regarding the above complaint is below the acceptance rate. Thus, no remedial action required. This complaint is being monitored as part of the complaint data trending of maquet cardiopulmonary gmbh and further investigations and measures will be conducted in case of adverse trending.

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available. (B)(4).

Event description:
A leak was observed in the adapter of the support, being necessary the exchange of all the oxygenator. All tests in the were made during the assembly and the circulatory process before cpb, without alterations. As the problem was presented moments before the entry into cpb, there was no damage to the patient, only waiting for some minutes to exchange the oxygenator. (B)(4).